Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms. It was noted that a few days prior, the impedance measurements went from the 70 ohm to 80 ohm range to the 110 ohm to 120 ohm range and then greater than 200 ohms. There was no noise observed on the presenting electrogram (egm). Boston scientific technical services (ts) discussed troubleshooting options with the healthcare provider (hcp). The patient subsequently came into the clinic and the impedance measurements were noted to be normal at that time. Provocative testing was also performed with no changes in the observed impedance. The boston scientific representative (rep) indicated that fluoroscopy was performed with no abnormalities noted. Also, a commanded shock test of 10 joules was delivered with an associated impedance measurement that was within the normal specification range. The cause of the high out of range shock impedance measurements is unknown. The patient will be closely monitored. The lead remains in service. There were no associated patient symptoms or adverse patient effects.